Event description:
During the inspection of the ventilator it was discovered that technical error codes indicating power errors and turbine module communication error were generated. There was no patient harm. Manufacturer's ref. #: (B)(4).